Event description:
The customer reported the inspiratory circuit was bumped and got disconnected from the ventilator. Vent stopped cycling on a patient. The patient was not harmed or injured as a result of the event. Customer reported vent passed all testing.